Event description:
An alarm was reported by the caller, and the issue was related to an occlusion. There was no adverse impact on the customer's blood glucose level. The customer was instructed to perform several troubleshooting steps, including disconnecting and tightening tubing, observing the cannula, and checking for visible damages or debris. Despite these efforts, the occlusion alarm recurred, indicating a blockage in the cartridge, which led to the need for pump replacement by technical support.